Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the monopolar curved scissors (mcs) cable broke, losing the opening and closing movement, and not responding to any further commands. The procedure was completed with no reported injury.